Event description:
It was reported in a literature article that the coil protruded from the aneurysm. A non-stryker stent was used to secure the protruded part of the coil against the vessel wall. No other information was available.

Manufacturer narrative:
The lot number is unknown; therefore, a review of the manufacturing records could not be performed. Based on the information available, it is probable that procedural factors limited the performance of the device resulting in the reported event. Therefore, a cause of operational context has been assigned to this event. Subject device is not available.